Event description:
On 2 of 3 test kits, reagent vial could not be opened, and I was unable to perform test. I opened another kit and used it to test. I called quidel inc., at (B)(4) and reported issue to rep(B)(4). He suggested I use pliers to open the vial! I asked him if this instructions for use was cleared by FDA, and why this instruction was not included in the user instructions. I was unable to get replacement kit or vials without providing my email address. I did not find the phone call to be helpful. FDA safety report ID# (B)(4).